Manufacturer narrative:
The force bipolar instrument was analyzed and was found to have a broken grip at the grip base, with a piece approximately 0.1650" x 0.1000" broken off. The broken piece was returned. Components adjacent to this broken grip also show damage, including a broken and missing molded insulator. Additionally, observations related to the customer-reported complaint include a broken molded insulator at the distal end of the instrument. The broken piece, measuring roughly 0.0870" x 0.0965" in size, was not returned. Components adjacent to this broken molded insulator also show damage, and the grip tip is broken off at the base.

Event description:
It was reported that during central processing, the force bipolar instrument was observed to have a broken tip. There was no report of patient involvement.